Event description:
The following has been reported: biomed reported: " unit has red banner with service needed message on top of display". Patient harm: no. A preliminary review of the logs identified the following issue: pneumatic valve actuation failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pneumatic valve actuation failure (valve 6). Unit passed recharge and hardware test. Unit had no alarms at start up. Log files indicated pneumatic valve actuation failure (valve 6). Valve 6 will be removed and replaced during repair process. No other damage found.